Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, the haemodialysis reliable outflow graft provides acceptable 12-month secondary patency rates and acceptable complication rates in a UK and ireland multi-centre series of complex access patients.

Event description:
Received an article titled: hunter, j. E. (2019). The united kingdom and ireland experience of the haemodialysis reliable outflow graft for vascular access. The journal of vascular access, pp. 12-18. Purpose: to describe the UK and ireland experience of the haemodialysis reliable outflow graft in complex vascular access. Method: data from any patient undergoing haemodialysis reliable outflow graft were collected from eight UK and one irish centre. Per the article adverse events included thromboembolic, hematoma, occlusion, infection, seroma and pseudoaneurysm.